Event description:
Hosp ccu personnel responded to a pt described as in cardiac arrest. According to the rptr, following the second countershock, the ECG trace disappeared from the monitor screen. The pt's bedside monitor continued to display the pt's ECG as a backup defibrillator/monitor was called for and used. The pt was resuscitated.